Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due product performance issue. A new rv lead with a different model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this rv lead was attempted due to being stuck on the valve and tip breaking off during extraction. A new rv lead with the same model was implanted successfully. This lead will not be returned. No adverse patient effects were reported. Ai is pertinent as it furthers the overall understanding of the event. The MDR decision remains the same.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due product performance issue. A new rv lead with a different model was implanted successfully. No adverse patient effects were reported.